Event description:
It was reported that the pump had to be fixed, because the catheter line had moved across the refill port chamber. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had no symptoms as a result of the event.